Manufacturer narrative:
(B)(4). The patient did not tighten a connection between a line and a solution bag which resulted in a disconnection. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag disconnected from the heater line during fill four of four of peritoneal dialysis therapy. The patient was connected. During troubleshooting it was discovered that the patient did not securely tighten the connection during the set up. The technical service representative assisted with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.